Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula bent. These events occurred on (B)(6) 2024. These events occurred after three hours of insertion. Insertion site were abdomen, legs, and arm. The blood glucose level was around 380 mg/dl. Moderate ketone level was identified. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.